Event description:
The customer reported a donor reaction; during a trima procedure targeted for a single platelet with concurrent rbc collection which started at 1301, the donor exhibited an asthma-like attack with wheezing, and complained of chest pressure. Symptoms started following the collection of the platelet product. The procedure was immediately discontinued, with rinseback (at 1335). The donor stated she felt better as soon as the procedure was discontinued. The donor's symptoms resolved within approx 20 minutes. No treatment or medications were required. The trima reportedly functioned as intended and has been working fine since per the customer. The pt info is not available at this time.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.